Manufacturer narrative:
(B)(4) bands failed to deploy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the first band could not be released. The physician withdrew the device and found that the pull line was connected directly to the seventh band. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Only the ligator head was returned for analysis with residue present on the component indicating use or handling. A visual examination of the returned component found all seven (7) bands remained on the ligator head with the last two (2) bands pulled underneath other bands. The suture noted to be intact and attached to the ligator head. It was also noted that the ligator head teeth were damaged. It is possible that the trip wire was not properly tightened and secured during the procedure or the wire was not wound properly around the spool, which would cause the system timing to be incorrect ultimately impacting the deployment activity of the bands and damage the ligator head teeth. It is possible that the trip wire was not properly tightened and secured during the procedure or the wire was not wound properly around the spool, which would cause the system timing to be incorrect ultimately impacting the deployment activity of the bands and damage the ligator head teeth, however, it cannot be confirmed that the bands failed to deploy. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the first band could not be released. The physician withdrew the device and found that the pull line was connected directly to the seventh band. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.